Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the attempted to close the cubie using the tester application, but it continued to reopen. A technical support specialist (tss) advised the customer to temporarily tape the cubie closed and notify the pharmacy to request a replacement, as the cubie appeared to be defective. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, while attempting to issue 01 02 morphine sulfate 20 mg/ml solution, the cubie in position 01 01 opened simultaneously and would not stay closed. The user attempted to close the cubie using the tester application; however, it continued to reopen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.